Event description:
The customer reported obtaining vc199 vent overflow errors on the unicel dxh 800 coulter cellular analysis system. Upon further investigation a leak was approximately 3-4 mls in volume was discovered from the cbc waste chamber (vc115); the leak was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) discovered a cracked cbc waste chamber (vc115) which had sprayed foam over the waste subpanel. The fse replaced vc115 resolving the leak reported. While servicing the instrument the fse also found that the hgb chamber (vc107) was also leaking, the leak was contained within the instrument. He replaced the hgb chamber resolving the leak; this event was not related to the issue initially reported by the customer. (B)(4).